Event description:
User reports drawer(s) on pyxis anesthesia system failed to open when trying to access medications. No pt present.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service technician inspected/serviced unit and found physical item obstructing drawers.